Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time. (B) (4)

Event description:
It was reported that during a laparoscopic chole procedure, the first clip was malformed. When firing the second clip on the cystic duct the device fired and would not open. The handles opened, but the jaws stayed closed. They could not open the jaws. Another device was pulled, and they clips on both sides of the device and cut the device off tissue. The case was completed with no further issues. There was no additional patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open, open after assisted the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip with tissue present was released. The jaws were inspected and no burr was found that could lead the found j shaped clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
Baxter contacted the home patient (hp)'s caregiver (cg) on (B)(6) 2010 obtain additional information. The caregiver stated that the patient was in the hospital about 7 days with diarrhea and an infection. On (B)(6) 2010 baxter spoke with the nurse. The nurse stated that the patient did have peritonitis and was hospitalized from (B)(6) 2010 through (B)(6) 2010. An effluent culture was performed on (B)(6) 2010 and yielded gram positive, (B)(6). The patient was treated with vancomycin and his condition is ongoing and improved. Peritoneal dialysis has continued as prescribed. There are no allegations against any of baxter's products or solutions in the case of peritonitis. The nurse stated the cause of the peritonitis was the patient's flare up of diverticulitis.